Manufacturer narrative:
The device was received for evaluation. During functional testing, the #9 key did not work. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation observed and found that keypad was damaged between #8 and #9 keys. The cause of the condition was determined to be a failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump #9 key on the keypad was not working. This occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.